Event description:
It was reported the patient experienced an infection. No further information was available.

Manufacturer narrative:
Correction: device analysis was reported in 2017865-2018-12605 follow-up 1.